Event description:
It was reported the unit burned through tubing, leaked, blood burned into machine, and the users were unable to finish the procedure. This lead to delayed intervention. There is no report of patient harm in this procedure.

Manufacturer narrative:
Belmont internal complaint file # (B)(4) has been logged for this incident for traceability. Belmont received the unit for investigation on 4/11/2022 and the investigation is currently ongoing. Although there is no report of patient injury, belmont is working to gather further information from the user . When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids infused during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. A review of past complaints indicates that there have been no other complaints related to this lot number. No trend has been identified for this type of issue. There is no known injury to the patient. Once the additional information becomes available, a supplemental report will be provided.

Manufacturer narrative:
Upon receipt of the referenced rapid infuser, ri-2 unit s/n: (B)(6), service engineers were unable to confirm the customer complaint after extensive testing and 48 hours of stress testing at elevated temperatures. They also double checked both input and output temperature probes, the heater control board, the power drive module assembly, and all cables in the system for proper connections, and they were all connected and operated properly. Review of the returned disposable set and the photos of the 3-spike disposable set provided by the user facility show significant blood clot at the upper section of the heat exchanger, at the area where the output temperature probe is located. Although there is no information available on use of contraindicated fluids during the procedure, it is typically observed that clotting of this kind occurs when solutions containing calcium are mixed with citrated blood products, platelets or whole blood. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. Belmont service department upgraded the system to the latest software revision and operated the unit at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. A review of past complaints indicates that there have been no other complaints related to this lot number. No trend has been identified for this type of issue. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.